Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports the device needed to be programmed. The patient reported frequency to the bathroom and bladder was not emptying. The steps taken to resolve the device not working right was they finally programmed it right. The patient brought her remote and they programmed it. The issue of the device not working right had been resolved.

Event description:
Additional information reported that the bladder not emptying was because it was not programmed right but is okay now.

Event description:
It was reported that the patient has a neurostimulator implant for bladder and needs someone to program it. The implant hasn¿t worked right. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical devices: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3889-28, lot# va018g0, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3889-28, lot# j0337406v, implanted: (B)(6) 2004. Product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6), product type: implantable neurostimulator. (B)(4).